Event description:
The customer reported "there is no display when it boots up". There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported "there is no display when it boots up". There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.